Manufacturer narrative:
The device has reached its maximum extension and now requires revision. We are awaiting the outcome of the revision surgery to ensure that there are no other factors involved in this case. A supplemental report will be submitted on completion of the investigation.

Event description:
It has been reported that the patients distal femur jts has reached maximum extension. The patient requires a new implant. Ref: (B)(4).

Manufacturer narrative:
The device was implanted in (B)(6) 2015 when the patient was (B)(6) and still skeletally immature. X-ray review confirmed that the device has nearly reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision procedure was completed with no reported complications. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends.

Event description:
It has been reported that the patients distal femur jts has reached maximum extension. The patient requires a new implant. This is a supplemental report to 3004105610-2016-00115 ((B)(4)).